Event description:
It was reported that following a diagnostic cardiac cath, a pre-deployment femoral angiogram was performed on the patient. The physician reviewed the femoral angiogram and determined that the patient was appropriate to seal; therefore, a 6f angio-seal vip was placed in the patient's right common femoral artery (cfa). A few hours later, the patient complained of leg pain and had a "cold foot". An angiogram of the right leg was performed and showed a vessel occlusion in the right cfa where the angio-seal was placed. The angio-seal was removed surgically and the surgeon reported that the collagen plug and anchor were in the vessel causing the occlusion. The suture from the device was partially located outside of the vessel. After the angio-seal was removed, the occlusion was repaired. The staff reported that the patient was in stable condition and has recovered from the event.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.